Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is user mechanical damage from dropping the device or hitting the device against bone or another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect the evaluation of the returned device. The returned device was evaluated. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is user mechanical damage from dropping the device or hitting the device against bone or another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that the device broke during the procedure. An attempt was made to retrieve the broken piece. However, the surgeon was unsuccessful. Another of the same device was used to complete the case. Case: shoulder cuff.

Event description:
It was reported that the device broke during the procedure. An attempt was made to retrieve the broken piece. However, the surgeon was unsuccessful. Another of the same device was used to complete the case. Case: shoulder cuff.